Manufacturer narrative:
It is indicated that the device was implanted, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.

Event description:
It was reported that during a vena cava filter placement procedure, the filter did not fully deploy. The physician advanced the greenfield filter via the jugular approach to the intended location in the vena cava. When the physician attempted to deploy the titanium greenfield vena cava filter the device failed to open completely. It was noted that the legs of the filter "appeared to be tangled". The partially deployed greenfield filter was implanted in the pt's vena cava. The physician did not make any attempts to retract or remove the filter. The physician deployed another of the same device to successfully complete the procedure. No pt complications were noted and the pt's status was reported as "fine".